Event description:
Dr indicated that upon completing the drainage procedure dr was withdrawing the catheter from the pt and they heard/felt something to indicate the catheter had "broken or snapped". Upon radiologic exam 2-3 cm of the distal portion of the catheter material had remained in the pt's inter-pleural space. Dr commented that the catheter material seemed somewhat stiff or rigid. The pt was taken to surgery for removal of foreign body and decortication of the left lower lobe.